Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported that the device triggered elective replacement indicator and had possible premature battery depletion. The left ventricular (lv) lead was producing diaphragmatic stimulation that could not be corrected with reprogramming. The device was explanted and replaced. The lv lead was capped and replaced with a new lv lead in another vein. No patient complications have been reported as a result of this event.